Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the 3d knee polyethylene insert had become worn and needed to be replaced.